Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the endoscope orientation was flipped automatically regardless of orientation. The customer replaced the endoscope to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the csr and obtained the following additional information: the vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and failure analysis investigations confirmed, but did not replicate, the customer-reported complaint. Error 282 was observed in error logs. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction and did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibiting missing electrical contact. The endoscope was visually inspected and found with damage to the button pack assembly with a hairline crack on camera button of the button pack assembly. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect.

Event description:
Refer to h11 for follow-up information.